Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. They inserted the transseptal puncture device into the patient and noted that the heart of the patient was anatomically more rotated making it difficult to gain access to their heart. The transseptal puncture was performed and the physician inserted the was into the patient. The physician spent an hour and a half trying to gain access to the patient's laa and at this time, transesophageal echocardiogram (tee) imaging showed that there was a pericardial effusion present in the patient. The procedure was ended and the pericardial effusion was observed. No intervention was performed to treat the effusion. The patient did not experience any other complications and is expected to make a full recovery from this event.

Manufacturer narrative:
The device was not returned for analysis as the device was discarded; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. They inserted the transseptal puncture device into the patient and noted that the heart of the patient was anatomically more rotated making it difficult to gain access to their heart. The transseptal puncture was performed and the physician inserted the was into the patient. The physician spent an hour and a half trying to gain access to the patient's laa and at this time, transesophageal echocardiogram (tee) imaging showed that there was a pericardial effusion present in the patient. The procedure was ended and the pericardial effusion was observed. No intervention was performed to treat the effusion. The patient did not experience any other complications and is expected to make a full recovery from this event.